Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen of an unknown concentration and dose via an im plantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that on (B)(6) 2018 the patient was going through really bad withdrawal. The patient was at a hospital and said they managed her pump. The patient said they did not know if they could see the patient because she did not have an appointment. The symptoms of itching and spasticity had gotten worse through the days, and severe pain. If the hospital could not take the patient then she could go to the emergency room to have them manage her symptoms. No further complications were expected or anticipated. Information was received from a healthcare provider (hcp) via a manufacturer representative on 2018-mar-23. It was reported that the patient had missed several appointments and had not been seen at the clinic since (B)(6) 2016. The patient was seen by an intrathecal baclofen (itb) nurse and was thought to be having withdrawal related to the itb pump possibly malfunctioning. The patient's hcp was contacted and ordered oral baclofen and valium as needed. It was noted that the patient started going through withdrawal on saturday ((B)(6) 2018; note: this conflicts with the previous report that the symptoms began on (B)(6) 2018). Per the hcp, the patient additionally reported agitation, a burning sensation, sweating, and she couldn't sleep. The patient's pump was checked on (B)(6) 2018. The fluid was withdrawn and it was the appropriate quantity. They were unsure if the pump was working properly. It was noted that the pump was placed 8 years ago, and was due for replacement in (B)(6) 2018. Per pump logs generated on (B)(6) 2018, the elective replacement indicator (eri) date was 7 months. The patient was started on oral baclofen (20 mg every 8 hours) the patient's spasms were better, however, the patient was still itching and sweating. It was noted that the patient was able to sleep last night (relative to (B)(6) 2018) and the agitation went away. The patient did not get the valium. The patient's physical exam on (B)(6) 2018 indicated significant muscle tone appreciated in the bilateral lower extremities with "mas 3" and spasms triggered with movement. The patient was referred for a catheter and pump replacement, and the procedure was scheduled for (B)(6) 2018. The itb pump dose was to be increased by 20%, and it was indicated that the patient could increase oral baclofen to 90 mg three times per day (tid) if needed and obtain valium (5 mg tid as needed for anxiety). The patient was to notify the nurse if additional difficulties occurred. It was noted that the patient had a urinary tract infection (uti) and was on antibiotics as of (B)(6) 2018. The patient also had nerve pain in the abdomen and back, and used a compound cream twice per day (bid), which worked. The cream was a diclofenac/methocarbamol cream. The patient's medical history included t10 paraplegia, neurogenic bowel and bladder, depression, construction of transverse loop/colostomy, decubitus ulcer, myopathy, spasticity, and a historical spinal cord injury. The patient's surgical history included a cystometrogram on (B)(6) 2016, a flap graft on (B)(6) 2015, an osteotomy of the pelvis on (B)(6) 2015, a video urodynamic study on (B)(6) 2014, a spinal fusion on (B)(6) 2009, and debridement of a skin wound on an unspecified date. Additional concomitant medications included lexapro, advil as needed, vesicare, cefdinir, colace, diazepam, hyoscyamine, imipramine, nexium, and an oral multivitamin/mineral tablet.

Manufacturer narrative:
The relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that no cause of the withdrawal symptoms was determined other than the catheter was unable to be aspirated. For this reason, a full revision was performed. At this time, the withdrawal had been resolved. The explanted system would not be returned, it was discarded by the facility. The patient's weight was unable to be obtained due to confidentiality reasons.